Event description:
The customer returned the cysto-nephro videoscope, which is an olympus asset with no reported complaint. During evaluation of the device, the service repair technician indicated the adhesive on the bending section cover/distal sheath was chipped. There was no patient involvement.

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: separation problem; known inherent risk of device. Olympus will continue to monitor field performance for this device.